Manufacturer narrative:
This event was introduced to zimmer (B)(6) directly from the consumer. Very little info has been provided. Should add'l info be provided to further this investigation, this report shall be updated.

Event description:
It was reported by the pt that she underwent a revision surgery for pain in her knee.